Event description:
The leaks were due to insufficient solvent application & improper insetion of the tubing into the port. These are operator related defects generated during the assembly process. The appropriate supervisor & personnel involved were informed of this report. The assemblers have been provided add'l training to help ensure that this problem does not occur in the future.